Event description:
Customer called and stated the cord smoked last time they plugged it in.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.